Manufacturer narrative:
Patient weight: asked but unavailable. Concomitant medical products and therapy dates: asked but unavailable. According to the gore® excluder® iliac branch endoprosthesis instructions for use (IFU), potential device or procedure-related adverse events that may occur and/or require intervention or additional intraoperative procedure time include, but are not limited to, improper component placement and occlusion of device or native vessel.

Event description:
On (B)(6) 2020 the patient underwent endovascular treatment of an abdominal aortic aneurysm and right iliac artery aneurysm using gore® excluder® aaa endoprostheses and gore® excluder® iliac branch endoprostheses. It was reported that the origin of the patient's right internal iliac artery had pre-existing stenosis and calcification. Therefore, plain old balloon angioplasty (poba) was performed prior to the deployment of the devices. The physician reportedly described the wiring for poba as quite difficult. After deployment of the iliac branch component, cannulation into the patient's right internal iliac artery was attempted. Cannulation was unsuccessful. It was reported that the external iliac limb of the iliac branch component had inadvertently covered the origin of the patient's right internal iliac artery. The physician abandoned implant of an internal iliac component and deployed a gore® excluder® aaa contralateral leg component from the trunk-ipsilateral leg component down to the patient's right external iliac artery. The patient tolerated the procedure.